Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving the medical device nx055z - as vega ps tibial plateau cemented t3. Specifically, it was reported that postoperative loosening occurred, and revision surgery was performed. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: unknown component aesculap ag knee implant (aesculap ag reference no.(B)(4): 9610612-2026-00073). Nx011z (9610612-2026-00074; aesculap ag reference no.(B)(4)). Nx055z (9610612-2026-00116; aesculap ag reference no. (B)(4)). Involved components: nx230 - vega ps+ gliding surface t3/3+ 10mm (aesculap ag reference no. (B)(4)). Nx060z - as tibia extension stem 10x52mm cemented (aesculap ag reference no. (B)(4)).